Event description:
The facility's biomedical engineer requested service on this device with a report that when the pca button is pushed, the pt does not get the dose. The biomedical engineer stated that the facility has no record of any pt incident involving this device. Despite baxter's attempts to gather additional info regarding this report, the facility was unable to provide details regarding the pt info, when the reported situation occurred, what durgs was involved and how the device was programmed. Attempts will continue to be made to obtain this info and should any additional details be received a follow up report will be submitted.